Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified iliac vessel. The 2mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 2.5mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).